Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a thrombus occurred. On (B)(6) 2016, a left atrial appendage (laa) closure procedure was performed. A watchman® access system (was) was positioned and a 30mm watchman ® laa closure device was implanted. Following the implant, the patient was on warfarin for six weeks and plavix for six months. A complete seal was noted at implant and there was no change in the seal at the 45 day follow up transesophageal echocardiography (tee). The patient came in for an elective cardioversion on (B)(6) 2018 and upon tee evaluation, prior to cardioversion, thrombus was found on the face of the closure device. The patient was started on eliquis. The patient is doing fine and another tee is scheduled in one month.